Event description:
It was reported that patient presented for follow-up in clinic. During device interrogation, it was noted that an error message popped up. Following the error, the device's history had been erased and was updated to current parameters. No intervention was performed. The patient condition was stable.

Event description:
It was reported that patient presented for follow-up in clinic. During device interrogation, it was noted that an error message popped up. Following the error, the device history had been erased and was updated to current parameters. The patient was in stable condition.

Manufacturer narrative:
H2 should not have "1126 - use of incorrect control/treatment settings" as a medical device problem code.